Event description:
Boston scientific corporation became aware of the following event that involves an axios stent and electrocautery enhanced delivery system through an article titled, "delayed endoscopic necrosectomy improves hospital length of stay and reduces endoscopic interventions in patients with symptomatic walled-off necrosis", by rishi pawa, et al. In this study, a 15 x 10 mm axios stent was used in all patients. According to the article, from november 2015 to june 2021, an irb-approved retrospective comparative cohort analysis was performed for patients with symptomatic walled-off-necrosis (won) undergoing endoscopic necrosectomy using lumen apposing metal stents (lams). There were 115 patients diagnosed with symptomatic pancreatic fluid collections underwent endoscopic management with lams. Of these patients, 80 were found to have won. Forty-three patients had direct endoscopic necrosectomy (den) performed at the time of lams placement (immediate den) and 37 patients had den deferred to later endoscopy (delayed den). Technical success was achieved in 40/43 (93%) patients in the iden group and 34/37 (92%) in the dden group. Clinical success was seen in 39/43 (91%) patients in the iden group and 34/37 (92%) in the dden group. Of the four clinical failures in the iden group, two patients died within 2 weeks of the procedure due to worsening septic shock despite additional percutaneous drainage. In the third patient, management was stepped up to surgical necrosectomy due to ongoing sepsis; however, the patient passed away 116 days later from multiorgan failure. The fourth patient developed a pancreaticopleural fistula and parapneumonic effusion and died 119 days after lams placement. Of the three clinical failures in the dden group, the third patient was discharged to hospice after lams placement and delayed necrosectomy (1 week after lams placement). Given the lack of clinical improvement, the patient decided to forego any further intervention and elected hospice care. The stent was never removed, and the patient passed away 50 days later. A total of seven deaths in the iden group and four deaths in the dden group were seen at the 6-month follow-up. Of the deaths in the iden group, four were attributed to clinical failure and three were due to unrelated causes. Of the four deaths in the dden group, one was due to clinical failure, and the remaining three were attributed to unrelated causes. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: pawa et al. "Delayed endoscopic necrosectomy improves hospital length of stay and reduces endoscopic interventions in patients with symptomatic walled-off necrosis". Den open. 2023;3:e162. Doi.org/10.1002/deo2.162 block h6: imdrf impact code f02 captures the reportable event of patient's death. Imdrf impact code f19 captures the surgical intervention. Imdrf impact code f23 captures the additional percutaneous drainage. Imdrf patient code e233605 captures the patient complication of septic shock. Imdrf patient code e0731 captures the patient complication of parapneumonic effusion. Imdrf patient code e2314 captures the formation of fistula.